Event description:
Reportable based on additional information received 01 june 2020. It was reported that the lotus edge valve delivery system was froze on the guide wire. Vascular access was obtained via transfemoral approach. A safari2 guide wire was positioned. A 25mm lotus edge valve delivery system was advanced over the safari2 guide wire and the 25mm lotus edge valve was successfully implanted. During removal of the lotus edge delivery system, the safari2 guide wire became locked up inside the lotus edge delivery system. The lotus edge delivery system was able to be removed from the patient. No patient complications were reported. It was further reported that unplanned vascular surgery or intervention occurred.